Event description:
A malfunction was reported on the pump by a caller, but no notable events occurred before the malfunction, and there was no adverse impact on the customer's blood glucose level. The malfunction code displayed was malf 0, and technical support assisted the caller with resetting the pump. After the reset, the malfunction did not recur, and the customer was advised that they could continue using the pump. Technical support instructed the caller to contact them again if the malfunction code appeared in the future, which the caller understood and acknowledged.